Event description:
It was reported a spectrum pump had constant close door alarms. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported constant close door alarms were unable to be reproduced, but were confirmed through review of the event history log. Evaluation determined this condition to be caused by a cracks in the front case which allowed separation between the case and mechanical assembly. The front case was replaced.